Manufacturer narrative:
Investigation: visual inspection revealed that the logo plate broke into two pieces. The smaller broken piece was part of the plunger housing cap and the stop plate. The logo was received attached to the stabilizer but can be easily removed. The stabilizer tubing had been cut off and was not returned. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "logo detached and broke off into small fragments" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat suv stabilizer logo detached and broke off into small fragments. The per stated "the parts of the maquet logo came off during use and broke into small fragments. Operation stopped 10 minutes to find the fragments, and found near the patient head." A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned. Upon receipt of the product, it was observed that the maquet logo had detached and broke off into two pieces, both of which were returned.